Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer, on behalf of the customer regarding the monopolar not firing. Prior to calling tse, the generator was power cycled, replaced the instrument cable three times, replaced the instrument, and tried both monopolar ports. The reported complaint remained. The customer elected to use the force triad with its dedicated energy cable to proceed with the surgical procedure. Tse requested for the csr to check the ports pogo pings. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The generator was analyzed, and the reported error was not confirmed or replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. In addition, the bezel was found broken on the lower right corner of device. The complaint was not confirmed or replicated based on failure analysis. While a definitive root cause could not be established and no product issue was identified, a potential cause can be attributed by an electrical component failure within the generator.

Event description:
Refer to h11 for follow-up information.